Manufacturer narrative:
The reported events of ¿slightly higher impedances and thresholds¿ were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch area pacing (lbbap) lead was repositioned twice due to unsatisfactory position. After the second attempt, the lbbap lead was noted to exhibit slightly high pacing impedance and capture threshold due to embedded tissue at the lead tip. The lbbap lead was not used and replaced on (B)(6) 2025. The patient was discharged following the procedure.